Event description:
Service was requested on this device based upon a report of flow accuracy test failure during biomed testing. Biomed technician reported accuracy testing was performed with a graduated flask. Pump was programmed to run 20 ml for approximately 20 minutes. Pump failed to meet +/- 6% accuracy. No patient involvement has been reported at this time. Pump will be set for eval.